Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that the pump was experiencing a blank display screen issue. Also, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/23/2014 with the following findings: inspection revealed that the display screen was functional; the reported blank display issue was not duplicated. The following findings are unrelated to the reported blank display issue: the pump failed a leak test due to a display lens leak; this device failure caused the moisture ingress event. The pump case was removed, and evidence of moisture damage was found on internal components. The battery compartment was observed to be cracked from the grip pad to the case seal. The display screen was dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.